Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.2 cm. Final analysis found that the insulation was cut at 7.1 cm from the connector pin. The cause of the reported event was isolated to insulation damage consistent with those occurring during the implant procedure.

Event description:
It was reported that the patient presented for a right ventricular lead implant due to sick sinus syndrome. During the procedure, the physician observed insulation damage on the lead once it was removed from its packaging. The lead was exchanged and a new one was implanted. The patient was in stable condition.